Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. Correction: d1, d2, g5. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the catheter fell out after the placement.

Event description:
It was reported that the catheter fell out after the placement.

Manufacturer narrative:
The reported event was unconfirmed as the problem could not be reproduced. Visual evaluation of the sample noted one opened (without original packaging), used silicone foley with cut drainage tubing and sample port connector with tamper evident seal intact. Visual inspection of the sample noted no obvious visible defects. The catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and balloon concentricity was observed to be 60:40. The balloon rested for 30 minutes without leaks and passively deflated without issue or cuffing, returning 10ml of solution. The active length of the catheter balloon was measured (0.7815") and found to be within specification (0.6" - 0.9"). The catheter was confirmed to be 14 fr. A potential root cause could not be found since the reported event was unconfirmed. A device history record review was not required per the investigation. The instructions for use were found adequate and state the following: "(3) insert catheter into the urethral meatus and advance it until the balloon enters the bladder and urine flows out through the catheter. Usin ga needle-less syringe, infuse the specified volume of sterile water into the inflation lumen to inflate the balloon. (4) pull catheter to seat the balloon at the level of the bladder neck and secure placement." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the catheter fell out after the placement.